Event description:
(B)(4).

Manufacturer narrative:
Document review: impact cancellous bone screw l 30 6.5, code 01.32.6530 / lot 115665 9600 screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Total of (B)(4) items belonging to this lot have been already sold. No similar events on the same lot were reported. On the basis of the data collected, the event is likely not device related; the root cause is unk.